Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
We received maude report from FDA, which stated: "alaris tubing "smartsite infusion set ref (B)(4)" has a specially designed pump segment. On the same pump, same pt, within the same time frame - one set developed a bulge in tubing measure length 1-3/8 , diameter 7/8." Pump continued to deliver but unable to determine accuracy. Changed primary tubing, same set #. Same pump, same pt, same drug - one set split/ruptured at the top of the pumping segment, separating from the top of the tubing and leaking fluid everywhere."

Manufacturer narrative:
No product returned from the customer. The customer complaint of a bulge in silicone segment was confirmed per picture received by the customer. It was observed per picture that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment.the root cause for this event could not be determined.